Manufacturer narrative:
(B)(4). Concomitant medical products: medications: acetominophen, asa, atorvastatin, docusate, ferrous sulfate, fluticasone nasal spray, metoprolol, tamsulosin. Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: according to the conformable gore® tag® thoracic endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to, aortic expansion (e.g., aneurysm, and false lumen), bleeding, and surgical conversion.

Event description:
On (B)(6) 2016, a patient was treated for a type b complicated aortic dissection extending from the arch to the left common iliac artery, with two conformable gore® tag® thoracic endoprostheses. On (B)(6) 2016, the patient was experiencing chest pain. A cta showed extensive false lumen enlargement containing high density heterogenous material and findings suggestive of an endoleak. The dissection flap originates at the left renal artery. The celiac, superior mesenteric, right renal and inferior mesenteric arteries all come off the true lumen. It was reported there was increased expansion of a descending thoracic aneurysm from 4.3cm to 6.3cm. On (B)(6) 2016, the patient had an aortogram which showed the previous tevar located distal to the left subclavian artery. There was no evidence of false lumen filling and no evidence of a type I endoleak. Intravascular ultrasound confirmed coverage of the proximal entry tear, distal to the left subclavian artery. The false lumen was pressurized. The origin of the celiac, superior mesenteric and both renal arteries were patent. Fenestrations were noted in the abdominal aorta. A glidewire passed through a fenestration showed patent intercostals. On (B)(6) 2016 the patient underwent urgent explantation of devices, resection and graft replacement, with dacron tube grafts, of the descending thoracic aorta and distal transverse aortic arch aneurysms. An interposition bypass graft was placed from the aortic graft to the intercostal arteries. The procedural findings were as follows: 6.3cm proximal descending thoracic aorta. Very dense adhesions around the prior tevar. The left lung was adhesed to the descending thoracic aorta. Appropriate return of cerebral oximetry from baseline. The patient received 5 units of cell saver, 5 units of packed red blood cells, 3 units of fresh frozen plasma, 10 units of cryoprecipitate and 6 units of platelets during the procedure. On (B)(6) 2016 the patient presented to the emergency department with weakness and dizziness. IV fluids were administered. A cta showed possible extravasation in the thoracic descending aorta and possible intimal flap in the left common carotid artery, suspicious for dissection. The medial wall of the descending aorta contains hyperdense material which is concerning for contrast extravasation. On (B)(6) 2016, the patient was awake alert and comfortable and will be monitored.